Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 06-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, following the birth of her son in (B)(6) 2013, for permanent birth control. In or around (B)(6) 2013, the plaintiff had a hysterosalpingogram (hsg) test that confirmed full occlusion of her fallopian tubes. Approximately six months following her implant, she began experiencing significant physical injuries and damages she later discovered were directly and proximately caused by the essure device. She reasonably treated with her physician but had no reasonable indication that such problems were related to the essure procedure. In or around (B)(6) 2014, the plaintiff underwent gallbladder surgical repair. Following the procedure, her surgeon suggested she follow up with her gynecologist to examine the essure device in light of scan results and other observations he made during the gall bladder surgery. The plaintiff returned to her gynecologist who performed an examination and additional testing which concluded that one or both of the essure coil had migrated from their original location. On (B)(6) 2014, after many complaints and doctor visits related to her symptoms, the plaintiff was forced to undergo a hysterectomy. Besides the physical pain the plaintiff also suffered from emotional anguish as a result of the implant. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and around a year later, the gynecologist performed an examination and additional testing that showed that one or both of the essure coil had migrated from their original location. One year and seven months after essure insertion, she underwent a hysterectomy. Device migration is listed in the reference safety information for essure. Considering that during essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes and considering that in this case there is no alternative explanation, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation of other organs/ perforation (uterus)"), device expulsion ("one or both of the essure coil had migrated from their original location/ migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding/heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida from 2012 to (B)(6) 2013 and parity from 1931 to (B)(6) 2013. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included gallbladder operation since (B)(6) 2014 and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), major depression ("major depressive disorder") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish"), pain ("severe and persistent pain to other various parts of her body"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and/or hypersensitivity reactions") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure), surgery (hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device expulsion, genital haemorrhage, anxiety, pain, dyspareunia, vaginal infection, hypersensitivity, vulvovaginal pain, vaginal haemorrhage, menorrhagia, major depression and weight increased outcome was unknown. The reporter considered anxiety, device breakage, device expulsion, dyspareunia, genital haemorrhage, hypersensitivity, major depression, menorrhagia, pain, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), major depressive disorder, weight gain. Concomitant and historical conditions were added. The event migration of essure device location of device: uterus was clubbed with previous event and coded to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation of other organs/ perforation (uterus)"), device expulsion ("one or both of the essure coil had migrated from their original location/ migration of essure device location of device: uterus/failure to occlude fallopian tube"), pelvic inflammatory disease ("acute pid"), genital haemorrhage ("abnormal bleeding/heavy abnormal bleeding") and major depression ("major depressive disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida from 2012 to (B)(6) 2013, parity 3 from 1931 to (B)(6) 2013, caesarean section, cholecystectomy, multi gravida and parity 3. Previously administered products included for an unreported indication: zithromax z-pak, oral contraceptives, doxycycline, mirena from 2008 to 2010 and general anesthesia. Past adverse reactions to the above products included hypersensitivity with zithromax z-pak, doxycycline and oral contraceptives. Concurrent conditions included gallbladder operation since (B)(6) 2014, overweight, acute cholecystitis, cholelithiasis, ovarian cyst, polyp of corpus uteri, vaginitis, uterine adhesions, menometrorrhagia, uterine fibroid, endometriosis, irregular menstrual cycle, urinary tract infection, cystocele, vaginitis and uterine adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish"), pain ("severe and persistent pain to other various parts of her body"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and/or hypersensitivity reactions") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device expulsion, pelvic inflammatory disease, genital haemorrhage, major depression, anxiety, pain, dyspareunia, vaginal infection, hypersensitivity, vulvovaginal pain, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. The reporter considered anxiety, device breakage, device expulsion, dyspareunia, genital haemorrhage, hypersensitivity, major depression, menorrhagia, pain, pelvic inflammatory disease, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Current weight as of (B)(6) 2018: 99 lbs. Approximate weight at the time of essure placement 168 lbs. On (B)(6) 2014 CT abdomen/pelvis revealed, edema surrounding the gallbladder, fallopian tube plug has migrated from the right tube to the endometrial cavity. Question recently ruptured right ovarian cyst/follicle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information added. Case medically confirmed. Event added: acute pid. Concomitant diseases, historical conditions and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one or both of the essure coil had migrated from their original location"), perforation ("perforation of other organs"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding/heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida from 2012 to january 2013 and parity from 1931 to january 2013. Concurrent conditions included gallbladder operation since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish"), pain ("severe and persistent pain to other various parts of her body"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic and/or hypersensitivity reactions") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure), surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure) and surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, device breakage, genital haemorrhage, anxiety, pain, dyspareunia, vaginal discharge, vaginal infection, hypersensitivity and vulvovaginal pain outcome was unknown. The reporter considered anxiety, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pain, perforation, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 14-sep-2017: reporter information updated events severe cramping and vaginal pain was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one or both of the essure coil had migrated from their original location"), uterine perforation ("perforation of other organs"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding/heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida from 2012 to (B)(6) 2013 and parity from 1931 to (B)(6) 2013. Concurrent conditions included gallbladder operation since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish"), pain ("severe and persistent pain to other various parts of her body"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and/or hypersensitivity reactions") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure), surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure) and surgery (removal and/or hysterectomy/subsequently forced to undergo one or more surgeries to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, device breakage, genital haemorrhage, anxiety, pain, dyspareunia, vaginal infection, hypersensitivity and vulvovaginal pain outcome was unknown. The reporter considered anxiety, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pain, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc:no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device.no specific quality issue was defined, therefore no meddra llt can be provided.as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes:on 7-nov-2017: event pelvic pain, abdominal pain severe cramping, heavy abnormal bleeding, vaginal pain were previously reported.incident:no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 22-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information received on 16-sep-2016 - legal claim provided: approximately six months following her implant, plaintiff began experiencing significant physical injuries and damages she later discovered were directly and proximately caused by the essure device, including: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, allergic and/or hypersensitivity reactions, migration into and/or perforation of other organs requiring surgical removal and hysterectomy. She reasonably treated with her physician but had no reasonable indication that such problems were related to the essure procedure. In (B)(6) 2014, plaintiff underwent gallbladder surgical repair. Following the procedure, her surgeon suggested she follow up with her gynecologist to examine the essure device in light of scan results and other observations he made during the gall bladder surgery - one or both of the essure coil had migrated from their original location. On (B)(6) 2014, after many complaints and doctor visits related to her symptoms, the plaintiff underwent a hysterectomy. Company causality comment: this case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and around a year later, the gynecologist performed an examination and additional testing that showed that one or both of the essure coil had migrated from their original location, perforation of other organs and device breakage. She also experienced abnormal bleeding . One year and nine months after essure insertion, she underwent a hysterectomy. All these reported events are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes and this movement could be a device migration into abdominal cavity. In this present case, the exact time point of migration is unknown. Therefore, given the nature of this event, it was considered related to essure. The event perforation of other organs was considered as a complication of the device migration and thus was also considered as related. During difficult insertions, single cases of essure breakage have been reported. However, in this particular case it was not reported if the essure device broke during insertion procedure or later. Thus, given its nature, causality for this event cannot be excluded. Changes in bleeding patterns, including severe, prolonged and unscheduled bleedings, are common occurrences within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the event abnormal bleeding was assessed as related to essure use. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, a new ptc investigation is expected after a fup information was received reporting a device breakage. Further information will be obtained through litigation process.